Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject needle was used in the gastrointestinal during an electrostatic discharge (esd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, saline could not be injected into the polyps. The needle was blocked. The procedure was completed with another interject needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: an interject needle was received for analysis. A visual evaluation of the returned device revealed that there were no visual defects noted. The returned device looked in good conditions without evidence of damages, specifically the needle does not present any issues. A functional analysis was performed and found that when water was injected through the returned device by its proximal end using a syringe, water could exit by the needle (distal end) without problems. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore the most probable cause of this complaint is not confirmed returned since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used in the gastrointestinal during an electrostatic discharge (esd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, saline could not be injected into the polyps. The needle was blocked. The procedure was completed with another interject¿ needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.